Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further noted the patient had presence of effusion in the knee, which was aspirated twice. The event was resolved approximately one month after occurring.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42500006401, femur cemented posterior stabilized, lot # 62707487. Catalog #: 42511400510, articular surface fixed bearing, lot # 62063954. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the implants are still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00022, 0001822565-2019-00255.

Event description:
It was reported that a patient in a study experienced pain and swelling of their knee approximately 3 months after their initial surgery. This was resolved with crp.